Event description:
It was reported that when a cot was in use, the foot-end operator released the cot handle to raise the unit, it allegedly did not re-engage and the cot dropped with a pt on it. According to the allegation, the foot end operator grabbed the frame, preventing the pt from falling. Reportedly, the pt experienced no injury and the operator experienced a minor muscle strain.